Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she sees halos around lights at night, still has to wear glasses for distance and near, and people can see the reflections of the implants. The consumer sought a second opinion who told her it would be very risky to remove and replace the lenses since yag laser procedures have been done for both eyes. Additional information was received from the technician who reported the event continues. The pt was given artificial tears to use as needed. The technician also confirmed that yag laser procedures were performed due to posterior capsule opacification was noted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).